Event description:
A report was received via the FDA medwatch medical products reporting program dated 6/6/06. Physician reports consumer presented with a 2 week history of irritated right eye. Consumer stopped soft contact lens wear at onset. History of use of renu moistureloc solution for her lenses and a trip to another country from which she had returned about the time of symptom onset. A corneal ulcer was noted, treatment initiated with vigamox. Cultures were taken. The next day, due to increased size of infiltrate, natacyn was added. Two days later, corneal specialist evaluated with repeat scraping for culture with continuance of regimen. Subsequent telephone contact with physician documents: there is scarring and consumer may have to have a corneal transplant; currently 20/50 with hard contact lenses and can get to 20/30; has glare and light sensitivity. No further info or any medical documentation is available.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.